Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (non-functional response buttons) has been confirmed. Upon investigation, the response buttons were non-functional. The cause for the defective response buttons was a cut response button cable. The root cause for the cut cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor had non-functional response buttons.